Event description:
Elderly male with history of persistent atrial fibrillation. Procedure: ablation rf carto. Fluid was leaking from the connection point of drip chamber and the tubing of the biosense. Another tubing set used. No known harm to patient. Manufacturer response for cardiac ablation percutaneous catheter, smartablate (per site reporter). Will obtain.